Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer declined to load a new cartridge and continued insulin therapy with the original cartridge.